Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection did not reveal any damage. The instrument passed electrical continuity. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument passed the grip test on 3 of 3 attempts. The instrument passed the grip force test and was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided. Since the product was not returned for failure analysis investigation to confirm or replicate the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument could not be opened when docked to the robot. The procedure was completed with no reported injury.